Event description:
A pt reported experiencing inaccurate high results with a one touch basic enhanced meter. The pt's blood glucose results were 50mg/dl, 98mg/dl. Tests were done within 5 minutes with a difference of 43mg/dl. Pt did not experience any adverse events. No further info has been reported.